Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving clonidine, bupivacaine, compounded baclofen and dilaudid at concentrations of 100.0 mcg/ml, 15.0 mg/ml, 100 mcg/ml, 0.5 mg/ml and doses of 59.96 mcg/day, 8.994 mcg/day, 59.96 mcg/day, 0.29979 mg/day via an implanted pump. The indication for pump use was non-malignant. It was reported during a pump replacement surgery, on (B)(6) 2014, the healthcare provider was unable to aspirate the catheter. The catheter was removed and replaced. The neuromodulation analysis summary performed on (B)(6) 2015 confirmed the catheter was occluded. It was indicated the occlusion was related to the device or therapy. The catheter was replaced on (B)(6) 2014 and the old catheter was returned to manufacture. The issue was noted as resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.